Event description:
The pt reportedly experiences bodily twitching with the use of her device. Testing showed that the device is functioning normally. Imaging showed that the implanted device is in the correct location. It was reported that the pt can no longer support her own body weight.